Event description:
It was reported that the device was used during a laparoscopic appendectomy. It was reported by the rep that during the procedure the ets tsb35 stapler was fired and would not release. The surgeon had to break the handle to open. The instrument was fired successfully and the procedure was completed successfully. There was no consequence to the pt.